Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a field service engineer (fse) assisted the customer in manually opening the tower doors and leaving the door open while the device was properly shut down. The device was powered off for approximately one minute and then rebooted. After the reboot, all four tower doors appeared as failed in the system, and the customer successfully recovered each door, confirming normal operation. The system functioned as intended after field service engineer assisted the customer to resolve the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed to open. A failed hardware icon was displayed; however, the door does not appear on the recover storage spaces list, prevented recovery actions. As a result, the user was unable to perform inventory for that tower door. The customer attempted to restart the machine, but the error persisted and was not cleared. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.